Event description:
It was reported that the device recorded electromagnetic interference on tachycardia episodes. The device is still in use. No patient complications have been reported as a result of this event.